Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening crack. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and non-penetrating nick. Reason for reoperation reported as deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.